Manufacturer narrative:
The tech found the head of the bed was drifting downward slowly and isolated the issue to a faulty CPR valve. CPR function was working. He replaced the CPR valve to repair the bed.

Event description:
Info rec'd indicates the head of the bed will not stay up.